Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four (4) inconsistent platelet (plt) results recovered on one patient generated by coulter act diff 2 analyzer. The instrument generated plt flags for the first and second runs, however, plt flags were not generated for the third and fourth runs. The sample was sent to a reference lab for sample analysis and the result obtained was reported as correct. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted, no death, and/ or serious injury is associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.